Event description:
It was reported that during hepatic lobectomy procedure, the surgeon placed the stapler around a small vessel that was perpendicular and adjacent to the inferior vena cava. The vessel was near the crotch of the aperture. As a result of poor visualization, the surgeon did not notice that the closure of the stapler on the vessel also pulled the inferior vena cava medially toward the cam tube closure that surrounds the proximal jaw. The stapler was fired and successfully ligated and divided the vessel. A piece of the inferior vena cava was cut resulting in a significant amount of bleeding and a serious defect. The resection was abandoned. The oncology surgical team required the help of vascular and transplant surgeons to achieve hemostasis. The patient was transferred with an open abdomen packed with laps to the intensive care unit for stabilization, and brought back to the operating room the next evening for check and closure. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: please clarify if the vena cava was cut or tore? Vena cava was cut. Was it cut/torn from the jaws or cartridge? A piece of the vena cava was pulled into the jaws by the cam tube closure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None noted. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. How is the patient currently? Stable, sent home. Is the patient expected to have a full recovery? Yes, resection is supposed to be rescheduled in (B)(6). How long has the surgeon been using this device for this procedure (in years)? 3-6 months infrequently. Were there any malformed staples noticed? None noted. Was the patient taking any anticoagulants or dvt prophylaxis? Unknown.